Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 50% stenosed lesion was located in a calcified proximal to mid left anterior descending (lad) artery. The diameter of the vessel was 2.02mm. Pre ivus was performed and the lesion was predilated with an 3.0x15mm non-compliance balloon inflated to 14 atm's. The lesion was treated with a taxus express2 2.5x20mm drug eluting stent, inflated to 12 atm's. The stent balloon was inflated to 14 atm's to post dilate the stent. Post ivus was done and the physician confirmed stent placement and that the stent was well positioned and opposed. No complications were reported. Plavix and aspirin were initiated. Post procedure, the patient had an episode of emesis. The following day, the patient developed gastric inflammation with emesis "due to the stress of the procedure; was not drug adverse reaction." Two days post procedure, the aspirin and plavix were discontinued due to the gastric inflammation. Two days later, IV heparin was started which was continued for 5 days. On the 5th day, the patient had recovered from the emesis and gastric inflammation so the IV heparin was discontinued to resume aspirin and plavix the following morning. Approx 6 hours later, the pt developed chest pain and an emergent cath was performed. Angiography confirmed thrombosis within the taxus express2 stent. Percutaneous cardiopulmonary support (pcps) was initiated and the thrombus was removed with a thrombectomy device, which improved blood flow. The physician then ballooned the lesion with an unspecified balloon. Post ivus was performed and confirmed that there was no malposition. The following day the pcps was discontinued. The pt has been instructed to continue the plavix and aspirin therapy. No further complications were reported.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. As the batch number is unknown, a review of the mfg records could not be performed. The most probable root cause of this complaint is anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect.